Event description:
It was reported that the insulin pump alarmed for a button error and that there had previously been an anomaly with the up arrow button. The blood glucose reading was not given but it was reported that it was a good level. The insulin pump was possibly exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump also had a cracked case near the lcd window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address/serial label, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.